Event description:
When the dr. Went to turn the black handle, it was very difficult to turn, and when he tried to use the mechanical advantage, it would not move the graft out of the sheath. He got the graft out of the sheath by turning the black handle the entire way to the desired position. He then was able to fully deploy the graft and when he went to position 4 the stainless-steel rod would not move. He then had to take the device out of the patient unsheathed, and when he got the device out, the nose cone was not attached, and was sitting in the patients iliac. The nose cone looks as though it came unscrewed. Patient outcome - patient is stable.

Event description:
When the dr. Went to turn the black handle, it was very difficult to turn, and when he tried to use the mechanical advantage, it would not move the graft out of the sheath. He got the graft out of the sheath by turning the black handle the entire way to the desired position. He then was able to fully deploy the graft and when he went to position 4 the stainless-steel rod would not move. He then had to take the device out of the patient unsheathed, and when he got the device out, the nose cone was not attached, and was sitting in the patients iliac. The nose cone looks as though it came unscrewed. Patient outcome - "patient is stable."